Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer alleging insulin pump was under delivering because the blood glucose level was high even after bolusing. The customer was taken to emergency room due to high blood glucose on (B)(6) 2019 with blood glucose level of 22 mmol/l. Customer¿s other relevant blood glucose level was 20 mmol/l. Customer was using insulin pump system within 48 hours of reported event. Customer was treated with manual injection. Customer performed a high pressure test twice and it failed. The customer was advised to revert to their backup plan. The insulin pump will be returned for analysis.